Manufacturer narrative:
Bottle 5 (ethanol) was not in contact with the corresponding sensor for five (5) seconds from 13:16pm on (B)(6) 2017, which is insufficient time to complete manual replacement of the reagent and the properties of the reagent station were reset. The properties of the reagent in bottle 5 prior to this action were: ethanol concentration=59.7%, cycles-102, cassettes=8568 and days=57. Although the user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to 100% at 13:16pm on (B)(6) 2017, the actual concentration of reagent in bottle 5 (ethanol) remained unchanged at 59.7% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 5 (ethanol) was used for the final dehydration step of the "rnsh fat run 12hrs" protocol started in retort a at 18:03pm on (B)(6) 2017, which comprised (B)(4) cassettes and completed successfully at (B)(6) 2017; and the "rnsh overnight run 8hrs" protocol started in retort b at 19:23pm on (B)(6) 2017, which comprised (B)(4) cassettes completed successfully at 03:41am on (B)(6) 2017, from which sub-optimal tissue processing was reported. Although sub-optimal tissue processing was reported in a total of (B)(4)cassettes derived from two (2) processing runs, manufacturer investigation indicates that it is likely that tissue samples from the "rnsh renbx run" protocol started in retort b at 13:16pm on (B)(6) 2017, which comprised two (B)(4) cassettes and completed successfully at 15:13pm on (B)(6) 2017 was also affected, because the reagent in bottle 5 (ethanol) was used for the final dehydration step of the protocol. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "rnsh fat run 12hrs" protocol started in retort a at 18:03pm on (B)(6) 2017; and the "rnsh overnight run 8hrs" protocol started in retort b at 19:23pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 13:16pm on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint of damage to tissue in 500 blocks; and leica representatives visited the laboratory in order to assess the operation and function of the instrument and to provide applications support. Evaluation of the instrument logs by the leica representatives identified a use error involving resetting the station properties for bottle 5 when the bottle had not been in contact with the corresponding sensor for five (5) seconds. The leica product applications specialist assisted the laboratory staff to replace all reagents including the wax in the four (4) wax baths, with the exception of the reagent in bottle 5 which had been already been replaced by a member of the laboratory staff earlier in the day. A validation processing run was to be completed by the laboratory; and the affected tissue samples were to be re-processed. On (B)(6) 2017, the leica product applications specialist (pas) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The pas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottles 3 -5 inclusive and 7. The measured ethanol concentration was 84%; 68%; 32% and 51% respectively; and the corresponding calculated concentration was 91%; 83%; 100% and 74%. On (B)(6) 2017, the leica product applications specialist was advised that all cases from which tissue samples exhibited sub-optimal processing were diagnosable; and re-biopsy had not been recommended for any patient(s).